Event description:
It was reported that a couple of weeks following implant, the lead warning triggered, and the right ventricular (rv) lead exhibited high impedances on the rv defib coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.